Event description:
On (B)(6) 2009, the patient underwent endovascular repair of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. An iliac extender component was implanted on the patient's right side to extend the trunk ipsilateral leg component and landed just above the right internal iliac artery. The procedure ended with no reported issues. On (B)(6) 2009, at the pre-discharge examination, the coverage of the right internal iliac artery was observed. The physician decided to monitor the patient. On (B)(6) 2009, no abnormality was observed. The aneurysm diameter measured 67mm. On (B)(6) 2010, no abnormality was observed. The aneurysm diameter measured 63mm.

Manufacturer narrative:
The review of the manufacturing paperwork verified that these lots met all pre-release specifications.